Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that patient experienced bladder infection and had to go to hospital. Purewick urine collection system was suctioning but only sucked up less than an inch of urine and patient tried changing the wick with no help. Per troubleshooting confirmed machine passed water test and could hear machine sucking background. Tested with wick was successful and could still hear machine sucking with wick on. Confirmed of proper wick placement and inner tubing placement. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate component selection". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the purewick urine collection system product ifus were found to be adequate based on past reviews h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that patient experienced bladder infection and had to go to hospital. Purewick urine collection system was suctioning but only sucked up less than an inch of urine and patient tried changing the wick with no help. Per troubleshooting confirmed machine passed water test and could hear machine sucking background. Tested with wick was successful and could still hear machine sucking with wick on. Confirmed of proper wick placement and inner tubing placement. It was unknown what medical intervention was provided. Per follow up on 16mar2021, the customer noted that the unit did not suction and was no longer in use. The customer was unable to provide any additional details on the bacterial infection and any medication provided.